Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did (did not) perform as described in the field action. (B)(4).

Event description:
It was reported by the patient that in 2003 they had received "unneeded shocks" from their bi-v implantable cardioverter defibrillator (ICD) at that time. Follow-up with the clinic was unsuccessful due to the age of the reported event. The device was removed and replaced in 2006. No further patient complications have been reported as a result of this event.